Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Returned product consisted of a stingray lp balloon along with an unidentified stopcock attached to the hub. The balloon, markerbands, proximal bond, shaft, and tip were microscopically examined. The tip is damaged. The inner and outer shafts have a puncture hole 126.8cm from the strain relief which is consistent with the damage that is seen caused by use of a guidewire. A test stingray guidewire was used, inserted distally and advanced through the entire length of the catheter with some resistance. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01193. Reportable based on the device analysis completed on 25-jan-2018. It was reported that the guidewire would not advance through a stingray catheter. The chronic totally occluded target lesion was located in the proximal right coronary artery. A stingray lp catheter was selected for use. During procedure, it was noted that the stingray guidewire would not advance in the proximal portion of the stingray catheter. In addition, the stingray catheter was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine. However, device analysis revealed that the inner and outer shafts of the catheter have a puncture hole.